Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of death and heart failure as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the subject had unstable angina and renal failure and underwent a percutaneous coronary intervention to the 88% stenosed, mid circumflex artery on (B)(6)2013 with a 2.5 x 28 mm xience prime stent implanted. The vessel diameter was 2.33 mm and the lesion length was 27.29 mm. The vessel was pre-dilatated and the stent was implanted with 8 atmosphere (atm) followed by post-dilatation, however, it was not known if post-procedural intravascular ultrasound (ivus) was performed or stent wall apposition was checked. Additionally, after deployment of the xience prime stent the subjects renal function was impaired/deteriorated but recuperated; the subject also experienced repetitive heart failure. The subject was discharged on (B)(6) 2013. On (B)(6)2014 the subject was admitted to the hospital due to deteriorated renal function and heart failure. On (B)(6)2014 the subject died of severe heart failure; no autopsy was performed and the case card was noted as the subjects death was unrelated to the xience prime stent. No additional information was provided.